Event description:
Caller reported a malfunction on pump but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Customer service provided pump reset information and assisted caller in resetting the pump, which resolved the issue, allowing customer to successfully resume insulin while on the line. Customer was advised to call back if malfunction code recurs.